Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power loss alarm, low battery alarm and replace battery now alarm due to connector resistance issues. After disconnecting and reconnecting the internal battery connector at electronic board 1, the unit was monitored and functioned properly. No unexpected power error alarm noted during testing or in the formatted history file noted. Was triggered then power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple power loss alarm and had a recurring replace battery now alarm. Blood glucose was unknown at the time of call. Advised customer of the possible causes of power loss alarm and replace battery now alarm. Customer stated that low battery alert was received prior to replace battery now. Performed troubleshooting and customer stated that brand new battery has been used, battery cap is not loose, cracked or damaged. Advised to discontinue use of insulin pump. Insulin pump is being returned and replaced.